Manufacturer narrative:
H10 h3, h6: the device was used in treatment when the navio software unexpectedly exited during planning. Case log files were returned for evaluation. DHR review found that the software version has been validated. A complaint history review identified similar events. We could confirm there was a relationship established between the reported event and the device. Review of the log files confirmed a segmentation fault occurring during the tibia implant placement screen. The malfunction was due to a software failure and this issue is being investigated by the software engineering team.

Event description:
It was reported that twice during the case, the screen unexpectedly went grey and reverted back to the home screen. Both times were able to resume operation and re-calibrate.